Event description:
It was reported that during a hysterectomy procedure, the white tephlon pad came off. Case completed with same device used throughout. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). New information received that the tissue pad melted, not detached. Event is not reportable.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.